Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device shut down . No patient harm reported.

Manufacturer narrative:
.